Event description:
It was reported via the implant patient registry that a (B)(6) male underwent a valve explant after an implant duration of six (6) years, seven (7) months due to mitral insufficiency due to heavy pannus growth over one leaflet, causing decreased mobility. This was replaced with a 29 mm edwards bioprosthesis. There were no complications.

Manufacturer narrative:
(B)(4). Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation.